Event description:
The surgeon is doing a surgical procedure on a patient "robotic assisted laparoscopic partial nephrectomy, cystoscopy with ureteral catheter placement on the left kidney." The davinci patient console 3rd arm froze, stopped working and wasn't responding, per surgeon. Surgeon decided to move instrument from the 3rd arm to 4th arm. That worked for short moment and then stopped responding again, per surgeon. Surgeon decided to use another trocar and then placed the 3rd arm in the new trocar. Davinci hotline was then informed about the incident. Manufacturer response for endoscopic instrument control system, (brand not provided) (per site reporter). Service engineer came out for break/fix repair. Manufacturer response for surgeon console, (brand not provided) (per site reporter). Service engineer came out for break/fix repair.